Event description:
It was reported the device had a force sensor bridge failure. No patient injury reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with the plunger seal removed and in good condition. The device history log showed force sensor bridge test, force sensor test and plunger sensor failures. The device was functionally tested using the power up process. Testing found fluid intrusion in the plunger head. The root cause was attributed to the customer. Actions were taken to mitigate the reported issue: replaced entire plunger assembly including tube and cable.